Event description:
A hemodialysis user facility has reported that during treatment a leak occurred from the base of the header just below the arterial hanson. The leak was a saline leak with no blood loss upon the initiation of treatment. The machine alarmed. There were no pt ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.